Event description:
It was reported that the patient experienced urethral atrophy causing increased leaking. An artificial urinary sphincter (aus) replacement surgery was performed to remove and replace all components. There was no device failure. The patient had a good outcome with no further complications.